Event description:
It was reported that during the procedure in the mildly calcified mid left anterior descending artery, a 2.0x15 rx mini trek dilatation catheter was advanced to the target with the use of a buddy wire due to resistance. Negative pressure was applied to the balloon prior to inflation, blood was observed in the inflation lumen, and balloon rupture was noted. The balloon catheter was replaced with a new rx trek balloon catheter, dilatation was performed, and a xience v stent was successfully deployed. The procedure was completed without adverse patient effect or a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.